Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was broken at the distal idlers. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found damage to the instrument's idler pulley where the broken grip cable was routed. The idler pulley exhibited abrasion marks to the pulley rim. No other damage was found.

Event description:
It was reported that during a da vinci partial nephrectomy surgical procedure, it was noted that a broken cable was observed on the large suturecut needle driver instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.